Manufacturer narrative:
The device has not been received by the MFR for eval. A follow up report will be submitted if the product is received, and if the investigation results require.

Event description:
It was reported that during a knee procedure, the pin broke when being removed from the pt's tibia at the end of the procedure. The pin fragment was successfully retrieved from the bone, extending the procedure by approx 15 minutes. No pt or user injury was reported, and no other adverse consequences were alleged with this event.